Event description:
It was reported that post op, a lap adjustable band procedure; the patient presented with abdominal pain. The patient had received on fill and everything appeared to be fine. It was discovered that tubing was disconnected from the port. The strain relief was embedded in the gastrocolic ligament. The connector was still connected to the port housing. A new port and strain relief were implanted. The band was not removed. The patient is fine.

Manufacturer narrative:
Date sent: 10/19/2009. Device was not returned for evaluation.